Event description:
It was reported, during the diagnostic case of colorectal polyp with a stalked polyp, the loop of the single use ligating device became stuck inside the patient's body. After cutting the loop, it was replaced with another one and the procedure was completed. Pre-ligation was performed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus. The loop has been attached to the main unit and the distal end of the loop was cut. The coil sheath has been cut at approximately 1990 mm from the distal end and the tube sheath has been cut at approximately 2030 mm from the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the reported event could be the following: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency.¿ "do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." Olympus will continue to monitor field performance for this device.